Event description:
It was reported the device was used in a laparoscopic assisted vaginal hysterectomy. The instrument the device stapled only half way and did not cut. Another device was used to complete the case. There was no patient consequence.